Event description:
I've had ongoing serious, debilitating headaches and nausea while regularly using philips dreamstation CPAP device. I also had skin irritation around my nose where the mask rests on my face. Received a recall notice and immediately stopped using the device. The headaches have subsided, but I have serious concerns about long-term side effects including potential increased cancer risk. FDA safety report ID # (B)(4).